Manufacturer narrative:
The pump has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u will be sent when the analysis is completed.

Event description:
A confirmed pump motor stall with no motor stall recovery was reported. This was confirmed in the event logs. Per the reporter, there was no recent emi or diagnostic procedures performed. The pt experienced increased baseline pain. The pump was replaced. The pt recovered without sequelae. The pump was used to deliver sufentanil and bupivicaine.